Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
Twitter feed reports, the plasmablade device caused interference during rf close to svc coil (either rspv or high ra), the interference stopped when the rf energy was no longer delivered. No further case details available. There was no impact to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.